Manufacturer narrative:
Exact date unknown, event occurred about a week and a day now from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient has been admitted into the hospital due to muscle spasms behind neck. The patient had not been able to eat, drink and talk. It was believed that the last revision may had caused some discomfort but are unsure. It was confirmed that the issue was not device related.